Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the machine just started doing that all at once where it was shocking and patient had symptoms. It was noted that since, patient's machine had been reset. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing shocking. The caller indicated that the patient's device was shocking everything "his arms, his legs, and it hurts so bad that he can hardly walk or move." Additionally, the patient indicated that the shocking is hurting so much it is making him "crazy," his voice was shaking, his eyes are "screwed up because of the shocking." The patient further reported that the shocking caused his heart to beat out of his chest and can actually feel his heart beating with his hand and it makes him breath heavy. The patient had his heart checked, but there was nothing wrong with it and the patient indicated that they had not slept in 32-36 hours and had no sleep the night prior to the call and only 2 hours on monday. Additionally, the patient felt that the pain was getting worse and when the patient's grandson looked there was blood observed coming out of where the leads were located. Therapy was confirmed to be turned on at the time of the call and turning therapy off did not resolve the shocking. The patient indicated that they had fallen a couple of times since device implant, but the patient did not know when the falls were. The patient was advised to reach out to their healthcare provider (hcp) regarding their issues and to keep stimulation off until the patient speaks to their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported his device was shocking him. There were no further complications that have been reported as a result of this event.